Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The batteries, monoblock boards, cables and connectors were evaluated during the service call. The system was tested and found to be working as intended and put back into use.

Event description:
The customer reported that there was an 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.